Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 7.45mm and left coronary cusp (lcc) was 6.88mm. The patient developed a left bundle branch block (lbbb) and a high grade first degree atrioventricular block after the procedure. The patient had a prolonged hospitalization for monitoring and was discharged on (B)(6) 2026 with a monitor. At the 30-day follow-up, the EKG showed that lbbb was still present, but the patient was not symptomatic. No treatment was required.